Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report#: 3006705815-2018-02260. It was reported that the patient was hospitalized for hypotension, after her scs trial implant surgery was performed. As a result, the patient's blood pressured was monitored, and has since then recovered.